Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the drill pins got stuck in and broke the distal bushing holes of the trumatch resection guide. Two separate pins got stuck in each of the two distal drill bushings. The first pin was a generic 3.2 mm drill bit. The second was an attune drill pin which was new, fresh out of the box.

Manufacturer narrative:
The complaint could not be confirmed since no products were returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.